Event description:
Boston scientific received information that during a routine follow-up appointment, this device noted noise on the right ventricular (rv) pacing and shock channel. The noise triggered a ventricular fibrillation (vf) episode; however, no shock was delivered. It was also noted that since the device was implanted, an increase in threshold and a 100 ohm decrease in impedance measurements had been observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Subsequent information was received that the device and lead were explanted. No adverse patient effects were reported.